Event description:
A report was received that alleges that the tracheostomy tube was found deflated at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.